Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were observed to have no label. In addition, cracked caps were noted. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4206557 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 4206557 shows there was no shortage or excess of labels after manufacturing. This review does not support the incidence of missing labels described by the customer. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples were not inspected due to the nature of this complaint. There was one (1) photo submitted to assist with this complaint. The photo shows batch verification for batch 4206557 with expiration 2026-01-21. There are three tubes with no label in the photo. The tubes are placed in a bag and no assessment can be made regarding the cap orientation using this photo. There were no returns submitted to assist with this complaint. This complaint can be confirmed for missing label but not for crooked caps. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were observed to have no label. In addition, cracked caps were noted. There were no health impact or consequences reported.